Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had restricted plunger movement. No serious injury or medical intervention was reported.

Event description:
It was reported that bd precisionglide¿ needle had restricted plunger movement. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received a needle from an unknown lot. Our quality engineer visually inspected the returned sample and observed that the pointed end of the cannula was occluded by a soft, white flexible material that was not used in manufacturing. Our engineer was unable to determine a definitive root cause for this but mentioned that these needles are intended to be single use and not for multiple uses. The issue was determined to not be a manufacturing defect and no corrective actions were deemed necessary at this time. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.